Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Multiple requests for additional information and for product return have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported through implant patient registry that a 31mm 7300tfx mitral pericardial valve was explanted after an implant duration of one (1) month due to unknown reason. The explanted valve was replaced with a 33mm 7300tfx mitral valve. The patient was noted to be in recovery post procedure.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported through implant patient registry that a 31mm 7300tfx mitral pericardial valve was explanted after an implant duration of one (1) month, 20 days due to fungal endocarditis and fungemia. The explanted valve was replaced with a 33mm 7300tfx mitral valve. Per the medical records, the patient had positive blood culture candida and sputum culture enterobacter. The 31mm valve was removed with a large fungus ball attached to the ventricular side. The base of the pre-existing av groove had appeared overgrown with fibrous tissue. The annulus was large, even slightly larger than the largest 33mm valve. The tissue was debrided. Pledgeted sutures were placed in the atrial tissue and mitral annulus circumferentially to re-approximate the pre-existing posterior av groove repair. Sutures were then passed through the 33mm 7300tfx valve sewing ring. The valve was parachuted down and sutures tied. The leaflets were freely mobile. The patient weaned from cardiopulmonary bypass uneventfully. The patient was noted to be in recovery post procedure. Postoperatively, IV antibiotics and anti-fungal were restarted. The patient was discharged to a long term acute care on pod #15 in stable condition.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In this case, the root cause of this event cannot be conclusively determined with the available information. The subject device was not returned for evaluation due to infection. However, there is no evidence that the edwards device caused or contributed to the patient's infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.